Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h6; h3; h4; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: lab report findings. Chrome 10 nmol/l, normal. Cobalt 12 nmol/l, high. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.

Event description:
It was reported that the patient presented with high metal ion levels. No revision has been reported. It was confirmed that no further information could be provided at this time.

Manufacturer narrative:
(B)(4). D10: m2a-magnum pf cup 56odx50id, item: us157856, lot: 520260, bi-metric/x por nc lat 12x140, item: x11-180312, lot: 552820, m2a-magnum 42-50mm tpr insrt-3, item: 139254, lot: 361030, g2: foreign ¿ canada. H6: suggested component code: mechanical (g04) - head. The customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.